Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 5 years post implant of perfix plug, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent partial removal of mesh and about 3 years 2 months later patient underwent revision surgery for the fully explantation of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Addendum: h11: this supplemental emdr is submitted to update the DHR results and to correct the additional event information. This supplemental emdr represents perfix plug (device #1). A supplemental emdr was submitted to represent ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a transverse incision was made through the umbilical skin. The peritoneal sac was opened but then closed again with suture. The large perfix plug (device #1) was then placed and secured with sutures¿. (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #2). Per operative notes, ¿laparoscope was done showing preperitoneal fat at the umbilicus with the old mesh prosthesis, which had rolled up upon itself. There were pelvic adhesions, and a bard ventralex hernia patch (device #2) was placed. The old mesh (device #1) and hernia contents were then removed through the epigastric port site.¿ (B)(6) 2015 - patient was diagnosed with foreign of umbilicus thereby underwent excision of foreign body from umbilicus. Per operative notes, ¿the base of the mass was then noted and appear to be a balled-up piece of mesh. Mesh from laparoscopic hernia repair was encountered. The ball of mesh was then excised off the intraabdominal mesh using blunt dissection in attempts not to compromise the mesh from the laparoscopic repair. Laparoscopic repair mesh was lying flat and well adherent to the fascia intraperitoneally. This was therefore left in place.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence and mesh had balled up.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 5 years post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent partial removal of mesh and about 3 years 2 months later patient underwent revision surgery for the fully explantation of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents perfix plug (device #1). A supplemental emdr was submitted to represent ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a transverse incision was made through the umbilical skin. The peritoneal sac was opened but then closed again with suture. The large perfix plug (device #1) was then placed and secured with sutures¿. On (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #2). Per operative notes, ¿laparoscope was done showing preperitoneal fat at the umbilicus with the old mesh prosthesis, which had rolled up upon itself. There were pelvic adhesions, and a bard ventralex hernia patch (device #2) was placed. The old mesh (device #1) and hernia contents were then removed through the epigastric port site.¿ on (B)(6) 2015 - patient was diagnosed with foreign of umbilicus thereby underwent excision of foreign body from umbilicus. Per operative notes, ¿the base of the mass was then noted and appear to be a balled-up piece of mesh. Mesh from laparoscopic hernia repair was encountered. The ball of mesh was then excised off the intraabdominal mesh using blunt dissection in attempts not to compromise the mesh from the laparoscopic repair. Laparoscopic repair mesh was lying flat and well adherent to the fascia intraperitoneally. This was therefore left in place.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence and mesh had balled up.